Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown while moving from the CT room to the ICU. The cs300 was replaced with another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The power supply was initially suspected. Although the power supply of another unit was assembled into this iabp unit, the issue was not be resolved. The power supply was checked, and the fuse was found to have been blown. The motor control board had also failed. It was considered that the motor control board had been covered possibly with dust. The fse reported that when any load was applied to the board, the fuse might have been blown out due to overcurrent caused by the dust. Therefore the fuse and motor control board were replaced. As the issue was resolved after replacing of the parts, a preventive maintenance (pm) was performed with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown while moving from the CT room to the ICU. The cs300 was replaced with another. No patient harm, serious injury or adverse event was reported.